Event description:
It was reported that; during the procedure when placing in the screw a part of the front shaft of the universal tightener broke off. Replacement was available.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no issues were identified during manufacturing record review. A similar device was sent for material analysis and it was determined that the tip fractured in ductile overload mode. The material hardness and composition were found to be within stryker specifications. Additionally, it was confirmed that the device was manufactured in 2010, which means that the device was over 5 years old. Conclusion: the most likely cause of the reported event is the an overload of the driver tips with the age of the device contributing to the event.

Event description:
It was reported that; during the procedure when placing in the screw a part of the front shaft of the universal tightener broke off. Replacement was available.